Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause ("menopause"), night sweats ("night sweats"), hot flush ("hot flashes"), intervertebral disc degeneration ("degenerative disc"), arthritis ("arthritis") and scoliosis ("scoliosis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, intervertebral disc degeneration, arthritis and scoliosis outcome was unknown and the night sweats and hot flush had not resolved. The reporter considered arthritis, hot flush, intervertebral disc degeneration, menopause, night sweats, pelvic pain and scoliosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- surgery, menopause, night sweats, hot flash, pain, intervertebral disc degeneration, arthritis and scoliosis. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc.based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause ("menopause"), night sweats ("night sweats"), hot flush ("hot flashes"), intervertebral disc degeneration ("degenerative disc"), arthritis ("arthritis") and scoliosis ("scoliosis"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, intervertebral disc degeneration, arthritis and scoliosis outcome was unknown and the night sweats and hot flush had not resolved. The reporter considered arthritis, hot flush, intervertebral disc degeneration, menopause, night sweats, pelvic pain and scoliosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- surgery, menopause, night sweats, hot flash, pain, intervertebral disc degeneration, arthritis and scoliosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events added: degenerative disc, arthritis and scoliosis. Reporter added. On 23-mar-2020: social media report received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause ("menopause"), night sweats ("night sweats") and hot flush ("hot flashes"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, night sweats and hot flush had not resolved. The reporter considered hot flush, menopause, night sweats and pelvic pain to be related to essure. Approximately concerning the injuries reported in this case, the following ones were reported via social media- surgery, menopause, night sweats, hot flash, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added:surgery, menopause, night sweats, hot flash, pain and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.